Event description:
Heartmate 2 long-term resident of nursing home presents with chronic pseudomonas driveline infection with several areas of spontaneous rupture along the driveline tract, requiring prolonged IV antibiotic treatment. Pt is additionally treated with diflucan for chronic suppression of fungal infection of the driveline. Pt could benefit from a surgical incision and drainage (I&d) of the driveline, however, an extensive debridement would be required and pt declines surgical intervention at this time.